Event description:
After an implantation period of approximately 201 months it was reported that a lead fracture was detected by home monitoring. A new lead was implanted and this lead was rendered inactive - it remains in the patient. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.